Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A search of the complaint handling database was performed and no other incidents were identified from this lot. The investigation determined the reported hub leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that during a procedure of the tortuous iliac artery, the armada 35 balloon dilatation catheter (bdc) was being inflated to 8 atmosphere (atm) when a leak at the hub was noted when contrast was injected. The device was successfully used in the procedure without adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.